Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Ivan, p. M., alberto, b. A., lluis, p. C., maurizio, d., jose luis, g. B., francisco javier, v. P., almudena, s. B., jaime, g. H., esperanza, t. M., pablo, b. A., gabriela, o. A., manuel, g.-b., miguel angel, c., alberto, de la, and emilio, l. A. (2024). A real-world evidence study of interhospital variability in the surgical treatment of patients with benign prostatic hyperplasia: the revaluro study. International urology and nephrology, 57(3), 775-784. Doi.org/10.1007/s11255-024-04239-7.

Event description:
It was reported to boston scientific via an article published in international urology and nephrology that a retrospective observational study conducted to describe and explore the variability in the surgical treatment of patients with benign prostatic hyperplasia. Data was collected from the clinical records of patients with lower urinary tract symptoms (luts) and benign prostatic hyperplasia (bph) aged 35 years or older from 5 national reference hospitals, who were surgically treated between january 1,2018 and december 31, 2022. A total of 3038 patient's records were reviewed. The patients underwent different surgical procedures to treat bph and the results of their procedures were collected. Out of the 3038 patients, 846 patients underwent photoselctive vaporization of the prostate (pvp) procedure using the greenlight device. Following the procedure, 24.2 percent of the pvp patient experienced complications. 63.6 percent of the complications were hematuria, 27 percent of the complications were urinary tract infection, 2.3 percent of the complications were perforation, and the remaining 7.1 percent of complications were described as other. Additionally, 4 pvp patients required reintervention following the procedure.

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Ivan, p. M., alberto, b. A., lluis, p. C., maurizio, d., jose luis, g. B., francisco javier, v. P., almudena, s. B., jaime, g. H., esperanza, t. M., pablo, b. A., gabriela, o. A., manuel, g.-b., miguel angel, c., alberto, de la, and emilio, l. A. (2024). A real-world evidence study of interhospital variability in the surgical treatment of patients with benign prostatic hyperplasia: the revaluro study. International urology and nephrology, 57(3), 775-784. Doi.org/10.1007/s11255-024-04239-7.

Event description:
It was reported to boston scientific via an article published in international urology and nephrology that a retrospective observational study conducted to describe and explore the variability in the surgical treatment of patients with benign prostatic hyperplasia. Data was collected from the clinical records of patients with lower urinary tract symptoms (luts) and benign prostatic hyperplasia (bph) aged 35 years or older from 5 national reference hospitals, who were surgically treated between january 1, 2018, and december 31, 2022. A total of 3038 patient's records were reviewed. The patients underwent different surgical procedures to treat bph and the results of their procedures were collected. Out of the 3038 patients, 846 patients underwent photoselective vaporization of the prostate (pvp) procedure using the greenlight device. Following the procedure, 24.2 percent of the pvp patient experienced complications. 63.6 percent of the complications were hematuria, 27 percent of the complications were urinary tract infection, 2.3 percent of the complications were perforation, and the remaining 7.1 percent of complications were described as other. Additionally, 4 pvp patients required reintervention following the procedure.